Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, loss of capture and low sensing were observed on the right ventricular lead. The device was reprogrammed to resolve the event and the patient was in stable condition.